Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The initial report of a lead fracture was timely submitted via a remedial action exemption report on (B)(6) 2015. Information was subsequently received on 2015-07-13 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for remedial action exemption reporting and is therefore being submitted as a 30-day report. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrhythmia therapy. Sic count went up to 41613 in less than 2 days averaging around 36489 per day. Evidence of oversensing has been noted on high rate non-sustained, ventricular fibrillation (vf) , nonsustained ventricular tachycardia episodes on (B)(6) 2015. Unexpected shocks occurred on (B)(6) 2015. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was 4047ohms in the week before (B)(6) 2015.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance spiked to over 3000 ohms, and that the lead was apparently fractured. A lead integrity alert (lia) was triggered but detections were not turned off before the patient received 28 shocks due to oversensing of noise. It was further reported that there were over 41,000 short v-v intervals. The lead was capped and replaced. Additional information was later received from an attorney indicating that the patient is deceased.